Event description:
It was reported by the customer that the pyxis medstation es patient is not appearing on the sf-pacu1 system. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user account has been locked out in active directory. A technical support specialist has verified with the customer that they are informed and are working with the relevant team. The system functioned as intended.